Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and severe dehydration on (B)(6) 2018 with blood glucose of 34 mg/dl. The customer was treated with IV treatment in the hospital. The insulin pump had to shut off due to ambulance came. The customer reported other blood glucose values are 490 mg/dl, 94 mg/dl. The customer also reported that the insulin pump not using more than 48 hours when high blood glucose was reported. The customer was treated with manual injection for high blood glucose. The insulin pump will not be returned for analysis.